Manufacturer narrative:
The lead is being returned for analysis and a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular defibrillation lead was explanted due to shock impedance measurements of greater than 125 ohms. Additional information was received that the device system was explanted and replaced. No additional adverse patient effects were reported.